Event description:
It was reported that during an implant inflatable penile prosthesis (ipp) procedure, the physician could not locate the proximal corporal bodies when dilating. He initially thought he did, so the device was opened and implanted. Once the device was implanted, the physician thought it was not seated properly and it was possible that there was a perforation caused by the dilators; so he explanted the pump, cylinders, and rear tip extenders (rte) and left the catheter and the reservoir in. The physician said he would let the patient heal for 3 months before taking the next step. The patient is fully recovered from procedure.